Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Company representative reported via email that the customer stated that over 10 years back, she experienced low blood glucose events during the night and since she was unconscious she required the emergency medical services. Customer declined transfer to the helpline.